Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 53 mg/dl. The customer stated that she had low blood glucose and she had taken any insulin and no carb intake. The customer had symptoms such as fatigue and confusion. The customer was treated with food for the low blood glucose. Customer¿s current blood glucose level was 183 mg/dl. The customer was assisted with troubleshoot. The customer stated that they had experienced low blood glucose for 3 days. The drive support cap appears normal (slightly indented). The product was not returned for analysis.